Event description:
During baxter's functionality testing of a spectrum pump, it had no audio output. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function was not present. Further evaluation identified that the absence of audio was due to the back flex tail being improperly seated, evaluation seated the back flex tail properly resulting in the audio functions of the unit working as expected. All detection capabilities and functions performed as expected.